Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer regarding a patient who was receiving morphine of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. An hcp initially reported that the patient presented to a hospital on (B)(6) 2018 with altered mental status. The date of event was indicated as being (B)(6) 2018. It was noted that it was questionable whether the device was functional or not. The hcp requested a company representative be paged to come check the status of the device. The hospital name and hospital address were clarified and a room number was given. On (B)(6) 2018, a consumer reported that the patient¿s pump was not working. It was confirmed at the time of the report that the pump was not working because the it was ¿somehow malfunctioning¿. In regards to what the reporter meant by that, it was noted that they didn¿t know and that the patient was sick, could not function with normal things they could do, and thought maybe before they had a problem with the portal not being all the way shut or twisted in there. The patient had spoken with an hcp about the issues he was going through and the patient was to call the hcp again. The patient was to follow-up with their mana ging hcp to get the pump checked. On (B)(6) 2018 it was indicated that the issue was occurring for at least 3 to 4 days in 2018. It was noted that the patient did not have the printout regarding drug information. No further patient complications have been reported as a result of this event.